Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 71 year old male patient for support during cardiac arrest. During cardiopulmonary resuscitation (CPR) was in progress and return of spontaneous circulation was achieved. The impella sheath was able to place, and while advancing the impella, the patient went back into pulseless electrical activity. Cardiopulmonary resuscitation was performed but patient subsequently expired.